Event description:
Additional information received via email and attached by on 03-dec-2021: patient became febrile with a worsened exam while medication was not infusing. Condition improved after re-initiation of medication. Unable to provide patient date of birth or age at the time of the event. Lot number provided. The pre-existing medical condition did not contribute to the event, but contributed to the patient status/condition.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that while in use of a smiths medical cadd disposable, it was noted that the fentanyl infusion would not move though the tubing. No adverse effects were reported.